Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leak. The customer¿s blood glucose was 6.2 mmol/l the customer was assisted with troubleshooting. The customer stated that reservoir was discarded. Customer states the leak occurred inside the reservoir compartment, o ring. The device will not be returned for analysis.